Event description:
It was reported that the patient with this neurostimulator had a lead revision. The patient was experiencing lower back discomfort. The discomfort lasted under 24 hours approximately one week prior to their appointment. The patient also reported no longer feeling stimulation. The patient noted that their voiding and flow had become more difficult. The patient's programs were changed and they only felt stimulation on a higher amplitude than pre-operation. The patient continued to have difficulty voiding and only felt stimulation for 30 second intervals. Their physician believed that the lead had migrated after an x-ray. There were no additional patient complications.

Manufacturer narrative:
Block d2b: product code: additional product code qon block g4: premarket / 510(k) #: additional premarket/510(k) p190006 block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Good faith effort attempts were made to try and retrieve the device, however the device was disposed by the explanting provider. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of discomfort, incontinence, pain, loss/no stimulation, and migration were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.

Event description:
It was reported that the patient with this neurostimulator had a lead revision. The patient was experiencing lower back discomfort. The discomfort lasted under 24 hours approximately one week prior to their appointment. The patient also reported no longer feeling stimulation. The patient noted that their voiding and flow had become more difficult. The patient's programs were changed and they only felt stimulation on a higher amplitude than pre-operation. The patient continued to have difficulty voiding and only felt stimulation for 30 second intervals. Their physician believed that the lead had migrated after an x-ray. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.